Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a stimulator in their back for leg pain and it was "no longer getting a signal". They couldn't get a signal to charge and couldn't change their settings. No symptoms or further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-15 reporting that since (B)(6) 2019 the patient programmer was not connecting to the implantable neurostimulator (ins) and they kept seeing poor communication. The implantable neurostimulator recharger (insr) was also not able to connect. The ins was last charged weeks ago per the caller but the caller also noted that they had not been able to connect since (B)(6). There was a possible overdischarge. No patient symptoms were reported. No further complications were reported.